Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse reviewed the system error logs and found no errors or faults related to the system arms connected to the vision tower. The fse confirmed cart mismatches but noted that the reported issues did not follow the vision towers, surgeon side consoles, or other system components, which had been swapped between the operating rooms recently. The issue was not reproduced. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the 8mm tip-up fenestrated grasper instrument on universal surgical manipulator 1 was having issues releasing tissue. The procedure was completing as planned with no reported injury.